Manufacturer narrative:
B3: aware date was used as event date as the actual event date is not known. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
Reported via medwatch, it was reported that cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman closure device and delivery system (wds) was selected to be used. It was reported that the non-boston scientific (bsc) ultrasound catheter image would intermittently freeze. They adjusted the settings and reseated the catheter without resolution. The catheter was exchanged and the procedure was continued. During the procedure, the laa was perforated with the closure device. A pericardiocentesis was performed and 900 cc of fluid was removed. The drainage tube was left in place. The patient remained stable and was transferred to the intensive care unit (ICU) for overnight care. No further information was provided.